Manufacturer narrative:
Initial reporter occupation is a patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek inrange meter serial number (B)(4) compared to itself and a laboratory test with an unknown reagent. The result from the meter on 15-sep-2021 at 6:38 am was 3.2 inr. The result from the meter at 7:30 am was 2.09 inr. The sample was taken venously. The result from the meter on 17-sep-2021 at 7:00 am was 3.3 inr. The result from the laboratory at 7:30 am was 2.45 inr. The patient¿s therapeutic range is 2.0 - 2.5 inr. The test strips used on 15-sep-2021 were lot 48198417 and have an expiration date of 31-jan-2022. The test strips used on 17-sep-2021 were lot 54145332. The expiration date was requested but not provided.